Event description:
It was reported that a patient experienced a permanent injury of hyperemia delimiting the dressing area (permanent hyperemia).

Manufacturer narrative:
(B) (4). (B) (4): a review of manufacturing records was conducted. The batch met all raw material, in-process and finished good release criteria. The reporter, (B) (6) will not provide any additional information on the reported event including details of the user facility.